Event description:
Fmc canada reported (# 1160) an internal blood leak (first use). Estimated blood loss 200cc. No medical intervention. The sample is not available for examination. Medwatch filed on the blood loss.